Manufacturer narrative:
(B)(4). Event is still under investigation at this time. Information not provided by the reporter. (B)(4).

Event description:
During a lower extremity angio procedure, after inflation, when the physician was removing the device from the patient, the proximal portion of the balloon catheter snapped and broke. Part of the device was outside of the body so the physician was able to grab onto it with kelly clamps and remove it. As they were done with this device no additional devices were needed. There was no harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, documentation, instructions for use (IFU), trends and a visual inspection of the returned used and damaged product was conducted. One used and damaged catheter was returned for the investigation. The device was returned in two separate pieces. Both the inner and outer tubing had separated approximately 7.2 cm past the strain relief. The proximal pieces of the tubing (pieces attached to hub) were also split along their length, in a wave-like or crinkle cut type pattern. The tubing underneath the support tubing within the strain relief was not damaged. The distal portion had a few partial tears within the shaft. There were multiple kinks along the device. However, it was unknown if this occurred during use or during shipping and handling back to the manufacturer for evaluation. No other complaints have been received on this product's lot number. No other complaint has been received on this device in which the tubing split lengthwise and/or in the wave-like/crinkle-cut type pattern. Based on the information provided and the results of the investigation, a definitive root cause for the separation could not be determined. Per the quality engineering risk assessment no further action is required.

Event description:
During a lower extremity angio procedure, after inflation, when the physician was removing the device from the patient, the proximal portion of the balloon catheter snapped and broke. Part of the device was outside of the body so the physician was able to grab onto it with kelly clamps and remove it. As they were done with this device no additional devices were needed. There was no harm to the patient and no additional procedures or intervention was required due to this occurrence.